Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer went swimming while wearing the insulin pump. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.